Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with noise on the ventricular sense channel. Technical services determined it to be myopotential oversensing. Intervention discussed but no changes were reported. The patient was stable.